Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported lead. The reported unexpected medical intervention was a result of case-specific circumstance as a syringe was used to remove the air. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) and restricted - posterior leaflet for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was advanced into left atrium, during clip delivery system insertion into sgc, air entered into hemostasis valve of sgc. The three-way stopcock was replaced and the procedure was repeated. The issue still persisted. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) and restricted - posterior leaflet for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was advanced into left atrium, during clip delivery system insertion into sgc, air entered into hemostasis valve of sgc. The three-way stopcock was replaced and the procedure was repeated. The issue still persisted. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.